Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized twice. He was hospitalized due to a low blood glucose level on (B)(6) 2016 and a high blood glucose level on (B)(6) 2016. The customer was released from the hospital the day before and was off the insulin pump since. The battery was also out of the insulin pump. The insulin pump alarmed battery out limit and weak battery when a new battery was inserted. Customer's high blood glucose level was 689 mg/dl and her low blood glucose level was 44 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The self-test and high pressure test passed. The customer was not disconnected during the rewind/prime sequence. The device was not returned.